Event description:
During the transcatheter aortic valve replacement, tip of the edwards esheath expanded prematurely while during advancement creating a separation of the sheath and the introducer. Patient developed infrarenal abdominal aorta tear by prematurely expanded edwards e sheath, requiring emergent endovascular graft implantation. Patient was later returned to surgery for ex-lap and abdominal packing. Patient was transferred to ICU and remained hemodynamically unstable. Despite maximal efforts, patient continued to decompensate and expired at 6:19 pm on (B)(6) 2023. The device was released to manufacturer for further testing and evaluation.